Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 431 mg/dl. Customer stated that the insulin pump had bolus stopped alarm. Customer stated that the battery cap was not loose. Customer reported they were unable to clear the alarm. The insulin pump will not be returned for analysis.